Manufacturer narrative:
Device evaluation: technical support was provided to the customer over the phone. It was reported white smoke emitted from inside the equipment which was related to oil. The catalytic filter was replaced to resolve the issue. However, a short cycle was run in vacuum and the system cancelled at the forty four (44) minute mark with pressure at 502 torr. A leak test was conducted and no leaks were confirmed. The cycle was tested again and the generator failed. Fse was dispatched to the site and confirmed the system cancelled at the 44 minute mark with no power in the vacuum. The radiofrequency generator was replaced. A short cycle was run without a load and the system was placed back into normal operating order.

Event description:
A customer reported a vacuum cancellation error with their sterrad 100s. White smoke associated with oil was reported to be emitting from inside the equipment. There were no patient injuries or human reaction reported. This event is being reported as a malfunction subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Remove (B)(6) 2014 date: erroneously added. (B)(4). Evaluated by mfg: changed from yes to not returned. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned for further evaluation. The assignable cause of the haze/mist/vapor issue is likely the catalytic converter. The catalytic converter was replaced and the sterrad 100s was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.